Manufacturer narrative:
Investigation summary: based on the information available, the hole and mechanical issues were confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had broken fabric threads and bulge was present when inflated with syringe in the proximal cylinder. Cylinder 1 had a leak due to sharp instrument damage in the proximal cylinder body; a hole was present. Cylinder 1 had a large hole with broken fabric threads in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure test due to that leak was identified. The kink resistant tubing (krt) of cylinder 2 was fatigue and worn down to the filament. Product analysis concluded that bulge with broken fabric threads could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a left cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a left cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.